Event description:
Reported event of 5 patients who required reoperation for "band slippage" found in the following journal article: "long-term outcomes and experience of laparoscopic adjustable gastric banding: one center's results in china," xing zhen liu, m.d., kai yin, m.d., jie fan m.s., da jin zou, cheng zhu zheng, m.d., et al, surgery for obesity and related diseases: official journal of the american society for bariatric surgery, electronic publication date: 10/8/2014.